Manufacturer narrative:
H3- product analysis: 4360113, lot# rs19e023. Visual and functional inspection confirmed the instrument was returned with the screw that holds the inserter shaft to the implant lock shaft is missing. The instrument will not operate without the screw. Unable to determine root cause of missing screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding an inserter. It was reported t hat after washing, it was noticed that both the set screws have fallen out and the instrument is no longer functional. The problem lies in that the screws that hold the instrument together come out and are easily lost because the screws are so small. There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.